Event description:
Complainant alleged that while attempting to treat a pt the device was unable to pace. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll med corporation has not yet rec'd the product for evaluation and this complaint is still under investigation.